Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Stent delivery system (sds) was returned for analysis. The stent was not returned with the sds for analysis. The maximum crimped stent profile measurement was within specification. The balloon cones appeared relaxed from their original folded position and appears to have been subjected to positive pressure and a vacuum pulled. Hardened medium resembling blood was present in the balloon. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer shaft polymer extrusion and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. There is no evidence that the device failed to meet specification prior to shipping however a review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14sep2017. It was reported that shaft kink occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the delivery of the device, it was noted that the shaft got kinked. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, device analysis revealed stent detached/separated. It was further reported that the physician took the stent off the stent delivery system (sds) outside the patient's body as the stent was loose and it will came off easily from the sds.